Event description:
It was reported that prior to starting a da vinci ureter neocystostomy surgical procedure, system error 23022 was observed during start up. A field service engineer (fse) replaced patient side manipulator (psm) to resolve the issue. There was no report of patient involvement or adverse outcomes.

Manufacturer narrative:
12- the patient side manipulator (psm) arm was returned to isi for evaluation. Failure analysis investigation found that the arm failed the in-house weight brake drop test for axis-2. The axis-2 brake was replaced and the arm was upgraded as a correction. Isi has conducted a device history record (DHR)review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the weight brake drop test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.